Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation could not be reproduced. The device evaluation found scratches on the curved rubber and cracking of the curved rubber. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope displayed an e216 error. This error was found prior to a vats procedure, which was then completed with a similar device. There were no reports of patient harm. Related patient identifiers: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified as the event was unable to be reproduced. The event likely temporarily occurred due to temporary electrical contact failure due to adhesion of foreign matter (chemical residue, water stain, sebum stain, dust, gauze fuzz, etc.) To the video connector or the electrical contact part of the video system center. Charged couple device it is likely that the image abnormalities may have temporarily occurred due to the accumulation of electrical stress due to repeated energization of the unit, or due to overcurrent due to the accidental application of static electricity. Olympus will continue to monitor field performance for this device.